Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, capacitor c28 was burned/exploded on the aux printed circuit board assembly (pcba) board. There was no patient involvement.